Manufacturer narrative:
The complainant stated that within the same day of beginning use of cavicide, the employee experienced an asthma attack. It was stated by the complainant that the employee was able to treat the asthma attack with a previously prescribed inhaler. No further medical attention was required and no other prescription medication was taken to treat the asthma other than the employee's previously prescribed inhaler. The employee is doing fine. The complainant did not return any of the suspected product to metrex research and no lot number was identified; therefore no evaluation of retain samples and no review of the manufacturing records could be conducted. No further investigation is possible.

Event description:
On (B)(6) 2011, a complainant alleged that after hospital work surfaces had been cleaned with cavicide, two employees experienced asthma attacks. One asthma attack required a hospital visit and the other asthma attack required the use of a previously prescribed inhaler. This MDR is the second of two reports.